Event description:
It was reported by the rep that the staple line of the tlc55 used for bowel resection did not hold. It was necessary to re-op in order to repair the dehiscence. On 12/14/2000, spoke with the surgeon, and originally a tlc55 and a tx60b were used to create the anastomosis. The pt was taken back into the operating room, because there was an opening in the anastomosis. When attempting to re-anastomose, the surgeon observed that the tlc55 appeared to compress the tissue too much leaving an "indentation" in the tissue. The surgeon decided to suture the anastomosis.